Event description:
Smi cold therapy knee wrap was placed on the patient's posterior knee. Nurse placed the ice pack inside a pillow case. Left the ice pack in place for approx 75 min. This caused a frost bite injury to the area. Smi cold therapy knee wrap, universal size (small to xx-large patients). FDA safety report ID # (B)(4).